Event description:
Patient was undergoing brachytherapy with savi applicator. The patient was on the second to last fraction of exposure when a rupture to one of the savi device catheters was noted. This resulted in the radiation source to possibly brush against the patient's skin. Treatment was completed without difficulty. The patient was evaluated and on follow up evaluation there did not appear to be any skin sequelae from the catheter rupture.